Event description:
It was reported that subsequent to successful placement of two coronary stents, the balloon was inflated and ruptured. The physician experienced difficulty removing the balloon from the stents. Pt went to surgery for removal of the balloon. Pt status is listed as "fine".